Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-01, information was received from a consumer regarding a female patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The patient¿s concomitant medications included percocet and nucynta. On an unknown date, the pump ¿almost killed¿ the patient and it was removed. It was reported the physician did not know where the medication was going. The reporter declined to give any further information. Additional information has been requested regarding the drug information, the patient¿s medical history and concomitant medications, when the pump was removed, the cause of the event, clarification of the pump almost killed them and the doctor did not know where the drug was going, troubleshooting and actions/interventions taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's medical history included allergies (penicillin, codeine, dilaudid, latex, betadine, and xeroform), nonspecific abnormal results of liver function study ((B)(6) 2003 to present) and other chronic nonalcoholic liver disease ((B)(6) 2004to present). The problem list was reported as: asa class ii ((B)(6) 2006 to present), polyneuropathy in other diseases classified elsewhere (hcc) ((B)(6) 2006 to present), thoracic or lumbosacral neuritis or radiculitis, unspecified ((B)(6) 2006 to present), spasm of muscle ((B)(6) 2007 to present), cervical spondylosis without myelopathy ((B)(6) 2007 to present), cervicalgia ((B)(6) 2008 to present), pain in joint, lower leg ((B)(6) 2008 to present), lumbosacral neuritis ((B)(6) 2010 to present), postlaminectomy syndrome, lumbar region ((B)(6) 2011 to present), foot drop ((B)(6) 2011 to present), lumbago ((B)(6) 2011 to present), sciatica ((B)(6) 2011 to present) and history of fibromyalgia ((B)(6) 2012 to present). The hcp reported that "no event occurred." The pump was replaced on (B)(6) 2012 due to end of life. On the day of replacement, the patient reported pain in her entire body from the neck down (described as burning in nature and constant). The pain intensity was reported as a 3. It was noted before surgery that the patient had a quarter size bruise on her right thigh. The statement of "pump almost killed them" was never made to this hcp when the patient was last seen in the office on (B)(6) 2015. There was no mention of the issue.